Event description:
This case was reported on (B)(6) 2011 by a dermatologist - local reference (B)(4). After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves a (B)(6) female, treated with poly-l-lactic acid (sculptra), on (B)(6) 2011 for flaccidity, dilution for 10 ml, 1 ml injected on neck and 3 ml at jaw region. However, about 30 hours after injection (on (B)(6) 2011) the pt experienced erythema, pain and nodule on injection site. As corrective conduct the pt received prednisolone (predsim) 10 mg for 5 days and azythromycin 500 mg for 5 days. The erythema and pain abated on (B)(6) 2011 and outcome for the nodule is unk by the reporter. Significant/relevant medical history includes - not reported. Relevant concomitant medications include - not reported. Action taken: unk.